Manufacturer narrative:
The pump gave an alarm during the self test. The problem was isolated to the remote frequency board. The pump was received with a cracked reservoir tube lip. All buttons functioned properly. No damage was noted on the keypad traces or lcd connector.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer also stated, they were unable to clear the alarm. Customer's blood glucose was 117 mg/dl. Customer stated the alarm did not occur during the prime/rewind sequence. The customer also reported a bad battery alarm occurring on the insulin pump. Customer agreed to return the insulin pump for analysis.